Event description:
It has been reported to philips that the shutter could not be used. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with customer and confirmed that shutter can¿t be used. Upon testing the system remotely rse identified malfunction of shutter movement. The rse suggested the customer to rotate the detector and reset the detector angle. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.